Event description:
The patient tolerated the exchange well. No issues occured during the controller exchange. The patient's husband claimed that the patient was on ac during the power outage a few days prior to (B)(6) 2023. The patient was unclear if that was the case.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of being unable to perform a self-test and the display button only showing an alarm was confirmed via evaluation. A review of the log files contained data spanning approximately 3 days ((B)(6) 2023, (B)(6) 2000 per timestamp). Throughout the entirety of the log files, intermittent strings of silence alarm button pressed events were observed. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis and underwent functional testing. A self-test was attempted on the controller; however, the self-test was unable to initiate. Additionally, the display button was unable to navigate screens. Pressing the display button caused the screen to atypically access alarm history. The front user interface (ui) membrane was removed in order to inspect the ui printed circuit board (pcb). It was observed that the silence alarm reset switch was dislodged. Due to the switch¿s dislodged position, minimal force would cause the connection between the contact and button to be made and trigger the silence alarm button to activate. The controller¿s user interface was exchanged in order to continue testing. The system controller was functionally tested and passed. The controller was connected to a mock circulatory loop for an extended period and was able to operate as intended. The root cause for the reported event was determined to be due to the dislodged user interface switch; however, a root cause for how the dislodged switch occurred was unable to be determined. Heartmate 3 instructions for use, section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿ states to perform a self-test hold the battery button for 5 seconds and then release it. Perform a daily self-test to check the function of the system controller¿s audible and visual alarms. Heartmate 3 instructions for use, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 instructions for use, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller display a message since (B)(6) 2023. The patient denied hearing any alarms and has been unable to perform a self-test: they attempted to access the alarm history with the silence alarm button and the display but nothing worked. The only available screen display a no external power alarm on (B)(6) 2023. The patient stated that there was an power outage a few days prior to the (B)(6) 2023 but was unable to confirm if it occured on (B)(6) 2023. A plan was made to change out the patient's backup controller with a new backup controller. A review of the log files revealed no alarms associated with a controller malfunction.